Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit and could confirm that the plug connector was burnt out. Also the plug socket in the operating room was damaged by the impact of heat. The plug connector on the hcu was replaced. The cable connections and the plug contacts were tested successfully. A supplemental medwatch will be submitted if any new information is received.

Event description:
It was reported that the hcu 40 plug connector was burnt out. This incident occurred during the surgery, so there was an medical intervention necessary. (B)(4).